Manufacturer narrative:
Correction d4: product code should be 3570009.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed watchdog error 222 during patient infusion. There was no known patient injury or medical intervention associated with this event. The reporter stated the device will not be returned. No additional information is available.